Event description:
I am writing to formally report serious and ongoing safety concerns regarding the beta bionics insulin pump that I used for approximately two years. From the start of using this pump, I experienced continuous and escalating malfunctions that placed my health and life at risk. Each time I entered food into the pump and requested insulin coverage, the pump repeatedly caused severe hypoglycemia. After eating a normal meal, my blood glucose would drop dangerously low, requiring me to consume enough food for an additional meal just to remain conscious. Shortly afterward, the pump would again indicate that I required more insulin, creating a dangerous and exhausting cycle. Despite extended use, the pump never "learned" my insulin needs and consistently overdosed insulin. These repeated hypoglycemic events caused significant physical and emotional stress. After previously losing over 100 pounds, I gained approximately 20 pounds due to the constant need to eat to correct lows. The repeated fear of sudden hypoglycemia severely impacted my quality of life. On multiple occasions, the pump sent my glucose so low after basic meals that I nearly lost consciousness. One particularly dangerous incident occurred when I was unknowingly exposed to gluten due to my celiac disease. While vomiting and unable to keep food down, the pump delivered an extreme amount of insulin for a meal. My blood glucose dropped below 20 mg/dl. I required assistance from my husband and was close to needing emergency medical services. Additionally, while exercising, I would place the pump on suspend. On several occasions, it resumed insulin delivery without my action or consent, sending my glucose dangerously low mid-workout. I was only able to prevent loss of consciousness by rapidly consuming food after catching the issue in time. Due to the severity and frequency of these events, my physician ultimately removed me from the pump, stating he was concerned for my safety. Since discontinuing its use, I no longer live in constant fear of severe hypoglycemia. I am also a social media content creator, and after sharing my experience publicly, my post went viral. I discovered that many others reported identical experiences: excessive insulin delivery, inability to control dosing, and life-threatening hypoglycemia. I will be attaching a link to this video and its comments, as they clearly demonstrate that these issues are not isolated. I have never previously reported a medical device to the FDA, but I feel morally obligated to do so now. I genuinely fear that without intervention; this device could seriously injure or kill someone. These malfunctions must be investigated before further harm occurs. Thank you for your time and attention to this urgent matter. Https://www.tiktok.com/t/zp8yaeosk/.